Manufacturer narrative:
Additional information was added lot manufactured between september 12, 2019 to september 14, 2019. The device was received for evaluation. Visual and magnified inspection was performed which observed a tear/hole near the lower left edge of the bag. Functional testing performed with tap water revealed a leak at the lower left near the edge of the bag approximately at the 200ml area level. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the side seam. This issue was identified during filling. There was no patient involvement. No additional information is available.